Manufacturer narrative:
D3, d5: correction. D4: additional information. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. The dso was bubbled with a crack in the middle of the seal. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of dso seal drift / crack is accelerated by external factors, such as excessive loads most caused applied due to customer misuse. The dso seal was replaced to fix this issue.

Event description:
It was reported, that the dso sensor was delaminated. Patient involvement is unknown.

Manufacturer narrative:
B3: month and day of event date are unknown. D4: UDI unavailable, as no item number or serial number was provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.